Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, the patient developed capsular contracture. During evaluation of the sample some creases were observed on the anterior and posterior view. No anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. A manufacturing record evaluation (mre) was performed for the finished device number 5936630, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: baker's grade IV capsular contracture this device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 475cc mentor memorygel breast implant and experienced left sided rupture post procedure. Additionally, bilateral baker¿s grade IV capsular contracture, stated to be worse on the right side, was noted. The rupture and capsular contracture were diagnosed by a physician. As a result, explant and bilateral prosthesis replacement with 645cc mentor memorygel breast implants was performed on (B)(6) 2019. The left sided rupture was reported previously under 1645337-2019-11484 on 05/09/2019. On 06/04/2019 mentor received additional information and initial awareness of bilateral baker¿s grade IV capsular contracture. This report relates to the right prosthesis.